Event description:
It was reported that this device exhibited beeping tones. A review of the device data by technical services (ts) confirmed there was an alert due to a high shock impedance measurement. Ts noted that recent stored events showed appropriate sensing, and no noise artifacts on the electrocardiogram channels. Ts discussed programming the deice to a higher shock impedance limit and continue to monitor. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited beeping tones. A review of the device data by technical services (ts) confirmed there was an alert due to a high shock impedance measurement. Ts noted that recent stored events showed appropriate sensing, and no noise artifacts on the electrocardiogram channels. Ts discussed programming the deice to a higher shock impedance limit and continue to monitor. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This report is being submitted to update the patient identifier.